Event description:
It was reported that two pts ((B)(6)) received cornea transplants from the same donor ((B)(6)). Pt (B)(6) had preoperative diagnosis of keratoconus. The pt presented with postoperative acute iritis, dense vitreous debris and membrane formation. Because the donor corneal rim culture was positive for enterococcus, the pt was given vancomycin intravitreal injection as a precautionary treatment. A vitreous sample culture was negative and pt status improved. Additional information has been requested. This report is for pt (B)(6). Please reference MDR#: 1119279-2012-00172 for pt (B)(6).

Manufacturer narrative:
Please note that the initial reporter sent report to FDA under report #: (B)(4). Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.